Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had therapy exhaustion. The patient had atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was initially correlated and got into the ventricular fibrillation (vf) zone. Anti-tachycardia pacing (atp) was delivered and multiple shocks were delivered. The patient did not loss consciousness for all shocks and will be admitted to the hospital. This ICD still remains in service. No adverse patient effects were reported.